Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked within the inner yellow bag. This was observed before use. The device contained fluorouracil 3500mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample, and fluid inside a yellow bag that contains the folfusor device was observed which suggests a leak may have occurred inside the yellow bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.